Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath, and within the inner lumen. The returned non-maquet sheath was over the catheter and partially covering the rear portion of the balloon and the catheter tubing. The extracorporeal tubing was returned cut, and the remaining portion was returned for evaluation. Three kinks were observed on the catheter tubing approximately 71.9cm, 34cm and 30.5cm from iab tip. The optical fiber was found to be broken within the catheter tubing near the kinked location approximately 30.5cm from the iab tip. The pressure tubing, extender tubing and three-way stopcock were also returned. The optical fiber was found to be broken within a catheter kink, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), a fiber optic sensor failure alarm occurred. A transducer was then used to obtain the arterial pressure. The iab was removed after approximately two days of use. There was no patient harm or adverse event reported.